Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by the affiliate that after a laparoscopic low anterior resection procedure, the surgeon had fired the echelon flex 45 - ec45a with a vascular cartridge (white) - ecr45w across the bowel including the inferior mesenteric artery (ima) & inferior mesenteric vein (imv). Once the surgeon had fired over this and removed the echelon there was a small amount of oozing from the proximal end of the staple cut line in which there was no concern by the surgeon. Then applied an ethicon endo loop over this small ooze which gave great hemostasis and then the procedure was finished. The rep asked at the end of the case, a drain was secured in the patient and the rep confirmed if the surgeon had any concerns with the ooze and he said no. The patient was called back to theatre at 10:00pm that night due to the patient feeling unwell. Another surgeon re-opened the patient to find one liter of blood in the abdomen. This was due to a slow progressive oozing at the proximal and distal end of the cut line only. The surgeon used a further two ethicon endo loops to secure around the proximal and distal end of the cut line and this fixed the slow progressive oozing and then the surgeon sent the patient back to the ward. One device and one reload will be discarded. (B)(4).

Manufacturer narrative:
(B)(4).